Event description:
It was reported that during an open procedure, the firing trigger could not be grasped at the 1st stroke of the 1st firing when the device was used on the colon so that it was locked out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) one piece sled. The analysis results found that one sc60 device was returned with the firing mechanism damaged, the indicator disk damaged, and with one reload present. The reload was received partially fired and with the one piece sled damaged. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break and the device will lock. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and firing shuttle was noted to be separated from the pawl, causing the firing mechanism not to properly operate. The damage to the firing mechanism is consistent with high (outside indicated use) forces applied to the firing mechanism possible due to attempting to fire a locked device or through thicker tissue then indicated. While no conclusion could be reached as to how the indicator disk became broken, please note that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment.